Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported retroperitoneal bleed could not be conclusively determined.

Event description:
Following the placement of a left atrial appendage occlusion device, a retroperitoneal bleed was noted. The following day, a drop in the patient's hemoglobin occurred and an ultrasound revealed a retroperitoneal bleed originating near the right femoral vein puncture site. No intervention was required and the patient was discharged from the hospital one week post-procedure. There were no performance issues with any sjm device.

Event description:
Additional information was received on 10 april 2018 stating the patient expired on (B)(6) 2017. The cause of death is unknown.